Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was three infusion set luer adapters. Two of the samples included a y-site, while the third terminated proximal of the y-site. Light usage residues were observed throughout all three samples. Microscopic inspection of all three proximal luer adapters revealed superficial stress fracturing throughout. Complete fractures were observed near the finger tabs opposite the molding gate marks. One sample also exhibited mechanical damage consistent with contact with a grasping instrument such as hemostats or pliers. It appeared that over-tightening of the injection cap may have contributed to the observed damage; however, the abundant superficial stress fracturing and complete splits suggested that an unidentified environmental factor(s) affected the mechanical properties of the luer material. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported leakage at the connection point between the safety port needle and the infusion connector. No other information was provided. It was reported this occurred with four devices. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.